Manufacturer narrative:
The following hardware components were returned to the manufacturer for analysis: I/o hub was set up on our bench tester with scu-I/o hub cable and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Usb cable continuity was tested and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and scu-I/o hub cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. The returned scu to r/a psu cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Tested scu to I/o hub cable continuity and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Initial evaluation of the computer found that it was returned unused however packaging had been opened requiring further testing. Currently under analysis. No problems were found with the returned components. As previously reported the issue was resolved by replacing the positioning sensor unit (psu).

Manufacturer narrative:
In trouble-shooting, following the procedure, verified there were no positioning sensor unit (psu) or polaris spectra system control unit (scu) error within the system logs. Ran rev.14 firmware called out 6 errors during install. Verified the psu cable was not damaged. Return requested for 5 replacement devices. Replacement I/o hub enclosed, 3 cables and computer all shipped to site 03/29/2016. None of these 5 parts have been received by manufacturer for analysis. Return requested. Replacement camera shipped to site 03/24/2016. Medtronic investigation of returned suspect camera finds that when connected to a known good system, the psu had difficulty tracking in the middle and back of the volume. There were no messages of "localizer not connected". The psu failed the aak test at 1.21 mm. The passing threshold is .35 mm. Failed diagnostic test. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was not able to replicate the reported issue. The camera was navigating and working fine even when in nav for almost an hour. As a precaution, the medtronic representative replaced the io hub, io communication cables and positioning sensor unit (psu) communication cables. Checked the navigation system after replacing each part individually and never got the camera cycling issue. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system showed a message 'localize not connected' within the navigation page of synergy cranial. The site lost the ability to track instruments until re-booting software. After a re-boot, the navigation system functioned as expected. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.